Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed that the pump "erroneously" delivered 12 units of insulin. Tandem technical support reviewed t:connect logs and verified that no bolus was delivered. Reportedly, customer accidentally entered into the bolus screen and potentially entered in 12 units without taking any action. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the malfunction alarm was cleared and insulin delivery was able to be resumed. At the time of the report, the customer's blood glucose level was 101 mg/dl.